Event description:
It was reported that patient's ambicor penile prosthesis cylinder had herniated. The system was replaced with 20 cm x 14 mm spectra penile prosthesis cylinders. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.